Event description:
It was reported that an alert of high lead impedance was observed. It was noted that the impedance does look to be physiologic as it is a slow increase over time and considering monitoring and possibly change out when scheduled for device changeout in five months. There were no patient consequences.